Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware explant surgery was performed on (B)(6) 2016 due to infection at the implant site. One 2.7mm locking compression distal fibula plate and nine unknown screws were removed successfully and intact without incident. There was no surgical delay. At the time of the report, the patient's infection was still ongoing. This report is 1 of 2 for (B)(4).